Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. Mitral regurgitation grade increased. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2015, with implantation of two mitraclips ((B)(4)), reducing mitral regurgitation from grade 4 to 1-2. During the procedure, a flail was noted at the posterior 3 (p3) segment of the posterior leaflet. The first clip was implanted without issue; however, some difficulty was noted visualizing the second clip due to a shadowing effect from the first clip. The first clip was noted to be stable, but the second clip showed some movement due to the flail. On (B)(6) 2015, the patient was seen for shortness of breath. Echocardiogram was performed and it was noted that the second mitraclip, implanted at the anterior 3/posterior 3 (a3/p3) leaflet segment, had detached from one leaflet but remained attached to the other leaflet. Mitral regurgitation had increased. The lot number of the clip that had detached from one leaflet could not be identified. No intervention has been scheduled. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history records for both implanted clips identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents of single leaflet device attachment (slda) reported from these lots. The investigation determined that the reported single leaflet device attachment resulting in incomplete coaptation was likely a result of procedural conditions associated with the cleft in the flail of the posterior 3 segment of the mitral valve leaflet. The patient effects of worsening mitral regurgitation (mr) and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the worsening mr resulting in dyspnea was likely a symptom of the slda clip, and is therefore related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).